Event description:
On (B)(6) 2021, a letter was received from a physician stating that the peg j tube was inserted (B)(6) 2020. Duodopa was not discontinued.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Refer to b5.

Event description:
On (B)(6) 2021 it was reported the patient died. Cause of death reported as pneumoperitoneum.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized for a pneumoperitoneum following the insertion of the peg-j tube. Patient was discharged from the hospital on (B)(6) 2020 and doing well.